Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated symptoms.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a missed low alert that occurred on (B)(6) 2015. Patient's mother stated that she noticed the patient looked lethargic, so she checked the receiver and saw that the patient had low blood sugar. Patient was given juice and was back to normal shortly afterwards. Patient did not sustain any physical injuries. Additionally, patient's mother tested the receiver's audio function and the receiver did not beep. No additional event or patient information was reported.